Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a leaking internal battery. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there was low voltage in the replacement batter. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. Battery cap is able to fully tighten. A power loss was not observed.. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Black box shows multiple occurrences of time and date resetting. With the pump cover removed; a visible inspection confirmed the internal battery was leaking. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.